Event description:
During cataract surgery, surgeon noted some metal shavings fall out of the handpiece of the instrument he was using. Surgeon was able to remove all the metal by irrigating the eye. No apparent damage done to the eye. Pt was discharged in satisfactory condition.